Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of several surgeries on her liver as well as a liver transplant and other health issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of several surgeries on her liver as well as a liver transplant and other health issues. The device may have caused or contributed to the alleged serious injury. There is insufficient information related to: timeline of events, device use and maintenance, relevant past medical history, and medical intervention information. Further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.